Event description:
It was reported that the atrial lead set screw was unable to tighten. A different pulse generator was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.